Event description:
(B)(4). The kroger brand 9-second digital thermometer malfunctions and gives incorrect temperature readings. This can be dangerous when a person who is sick and has a fever can't get an accurate reading. I have been sick with a fever and the thermometer indicates I have a temp ranging from 97 degrees to a tempt of 104. Using an old fashion thermometer my temp is in the 99 degree range constantly. Retailer: (B)(6). The product was not modified before the incident.